Event description:
It was reported that the patient passed away due to an unknown cause. The patient expired outside of the hospital on (B)(6) 2023, and the cause of death was not provided to the team. The outcome was not considered device or therapy related. An autopsy would be performed however an autopsy report would not be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. It was reported that the hospital will not provide any additional information related to the event. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The ¿introduction¿ section of the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.